Manufacturer narrative:
The system was used for treatment. A review of kit lot c136 was performed. There were no non-conformances related to this complaint. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or non-conformances related to the complaint were noted. Trends were reviewed for complaint categories alarm #7: blood leak? (Centrifuge chamber) or drive tube leak/break. No trends were detected. However, corrective and preventive action was initiated for category drive tube leak/break. (B)(4) feedback: the service engineer went to the site and was informed the machine had been sent to another site after cleaning for use. The service engineer confirmed with the other facility that they had successfully primed the instrument and everything was fine. The service call was closed. Photographs were received for analysis. Damage to the drive tube and leak detector strip were confirmed. The drive tube was intact but pierced below the upper bearing and upper bearing stop. The upper bearing was only loaded into half of the retainer with the other half of the bearing sitting just above the retainer. Root cause of the drive tube twisting and damaging the leak detector strip is, most likely, operator issue during kit installation of the upper bearing in its retainer. No manufacturing defect was identified. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The nurse reported there was an alarm # 7 blood leak? (Centrifuge chamber) alarm. At that time 1000ml of whole blood had been processed. The blood leak sensor was damaged and needed to be replaced. The treatment was aborted and there was no reinfusion to the patient. Update: aug 20, 2015-customer service requested the patient's data from the customer. The nurse responded that due to their hospital quality regulation and governance she was unable to answer any questions. (B)(4) was generated. Pictures were submitted for investigation.